Manufacturer narrative:
On 9/25/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a (B)(6) year old male patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cerebrovascular accident requiring unspecified interventions. The returned device was visually inspected, and was found in normal condition. No char was observed on the catheter tip. The catheter was evaluated for carto 3 system performance, and was recognized by the system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The catheter was subjected to a screening test, which passed. The force feature was working properly, and the force sensor values were found within specification. The catheter was tested for electrical performance and stockert compatibility, and was found within specification. Deflection and irrigation tests were performed, which the catheter passed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cerebrovascular accident remains unknown.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: stockert generator. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cerebrovascular accident requiring unspecified interventions. During the procedure, a few seconds after one ablation, the temperature increased and the cut-off was met. Temperature/impedance errors populated. Char was observed on the catheter tip, despite using saline irrigation. It was noted that the physician considered the char to be excessive. Catheter was exchanged and the issue resolved. At the end of the procedure, when they woke the patient up, a neurological deficit was detected and a stroke was diagnosed. Patient was transferred to a different facility for treatment and required extended hospitalization as a result of the adverse event. On post-procedure day 2, the patient was fully recovered with no residual effects. Physician's opinion regarding the cause of the adverse event is that it was related to the char. The patient had a medical history including prior stroke and neurological deficiency. Generator was set on power control mode with temperature at 43 degrees celsius, impedance at 180-190 ohms, and power at 30 watts. Irrigated catheter flow was set at an unspecified rate.